Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. 510k: this report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
Maude report received: hip replacement surgery with depuy mom pinnacle. Continued pain, difficulty walking with clicking, squealing, popping, heavy metal screening of the blood done in 2012. Abnormally high levels of cobalt and chromium. Revision surgery done in 2012 with removal of the ball with replacement of ceramic. The socket was lined with heavy duty plastic and left in place. Muscle damage surrounding the prosthetic with weakness and continued pain. Sudden pain developed in (B) (6) 2016. MRI showed fractured screws in the socket and rubbing it on the pelvis. One broken off screw still in pelvis. Continued chronic pain, gait disturbance and inability to walk up stairs and do other movements due to the muscle damage and increased risk of a hip dislocation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.